Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results, that were generated by the unicel dxc 600i synchron access clinical system for multiple patients. Customer reported that elevated accu tni results were obtained for several patients tested between a range of two months in 2008. The results were in the range of 0.52 ng/ml to 3.10 ng/ml and were reported out of the lab. The original samples were retested and lower results were obtained. There was no death or change to patient treatment attributed to, or connected to this event that bci has been made aware of.

Manufacturer narrative:
The specimens were both serum and heparin. Per customer, they are re-spinning samples and are finding large pellets of cells in the tube after the second spin. This is the only assay and results that have been questioned by the customer. A field service engineer (fse) was dispatched to the customer's lab: the fse reviewed system checks and found to be failing since 2008. The fse made hardware corrections, but details were not supplied. Failing system checks and pre-analytical sample handling may have contributed to this event. However, a clear root cause can not be determined from the information supplied to date. A malfunction will be assumed for the purpose of this report.